Event description:
Per the audiologist's report, the patient's performance with the cochlear implant system is deteriorating. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with anomalies on 2 electrodes. The anomalous electrodes were deactivated in the sound processor program. The device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
.